Event description:
The customer reported that the system displayed an interlock failure error, failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hvsr pcb, ffb pcb, and the gib pcb assemblies were all evaluated and reseated. The gib coin battery was replaced as part of the service event. The fse found and repaired a loose k8 connector on the power motor relay and also evaluated the ps1 and ps2 power supplies and calibrated them to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.